Event description:
It was reported that the customer's insulin pump had a button error that could not be cleared. His or her blood glucose was unknown at the time of reporting. The insulin pump is being returned. No additional information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. The escape button did not respond due to corroded keypad traces. The insulin pump was received with a cracked case at the display window corners and a cracked reservoir tube lip.